Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz2864 showed no other similar product complaint(s) from this lot number. - attachment: [medwatch 1377242.pdf]

Event description:
It was reported that there was a retained guidewire that broke off in a patient after a failed attempt at placing a PICC. The retained wire had to be retrieved via vascular radiology from the patient. Additional information received stated, "the catheter was unable to thread, procedure was stopped. A second PICC nurse successfully placed a PICC immediately following the unsuccessful attempt with a new access." Tachycardia was noted but patient was otherwise asymptomatic.(B)(6) 2019- medwatch rec'd stated, "[PICC] placement attempted at bedside under ultrasound and ECG guidance but rn unable to thread catheter. Second device was obtained and successfully inserted. Catheter tip was verified with 3cg in good position. Subsequent CT and chest x-ray showed and approximate 3cm fragment of guidewire broke off and was retained."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz2864 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a retained guidewire that broke off in a patient after a failed attempt at placing a PICC. The retained wire had to be retrieved via vascular radiology from the patient. Additional information received stated, "the catheter was unable to thread, procedure was stopped. A second PICC nurse successfully placed a PICC immediately following the unsuccessful attempt with a new access." Tachycardia was noted but patient was otherwise asymptomatic.